Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated a purge system failure. The controller was exchanged for a new controller. The patient was in stable condition.

Manufacturer narrative:
A: added patient information . B5: added information per information in the complaint file. D4: updated UDI. H6: added code per information in the complaint file.

Event description:
It was reported that the device also exhibited a priming problem.